Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - 2011 (B)(6); 4194 implantable pacing lead - 2011 (B)(6). (B)(4).

Event description:
It was reported that upon attempting to review data for a recorded episode of ventricular fibrillation (vf), the message 'data invalid' appeared. It was not possible to view the electrogram for the associated episode. The device remains in use. No patient complications have been reported as a result of this event.